Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Patient clarified that they believe that balance issues, breakthrough tremors and the occasional feeling of stabbing pain in the head are related to the device. Patient reported that issue has not been resolved yet. Patient has been utilizing a counter walking routine to strengthen gait, however it requires great effort and results in fatigue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the patient stating their device is being charged every 3 days and there has been no further issues. Patient notes they have an upcoming appointment with their healthcare provider (hcp) on (B)(6) 2025 to address poor balance issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was concerned that their therapy was turning off by itself, even when the ins battery level was reported at 80%. The patient stated this had occurred 2-3 times and recognized that therapy was off when their head and hands began shaking. The patient typically charges the ins every 6-7 days and reported consistently checking the battery level, noting it has never dropped below 40%. The patient was confident they had not accidentally turned therapy off, as the symptoms occurred when they were not using the handset. Patient services (ps) reviewed how to check the ins battery level, and the patient confirmed they had been doing so; however, the patient also mentioned seeing battery levels of 88% and 76%. Ps explained that the ins battery level displays in 10% increments and suggested the patient might have been looking at the handset's charge level instead of the ins. Ps recommended increasing ins charging to twice weekly and following up with the managing physician to identify the root cause of the issue. Additionally, the patient reported encountering the 804 service code and a message about interrupted connection on two occasions. Ps reviewed how to resolve the 804 code and clarified that it was unrelated to the therapy status. The issue of therapy turning off was not resolved at the time of the report.